Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Migration-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. Product discolored-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "bottom out," "tightening," "was extrusion of gel," "implant had a yellowish colour" and "contractures". Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "bottom out," "tightening," "was extrusion of gel," "implant had a yellowish colour" and "contractures". Device has been explanted and discarded.